Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00881, 0001822565-2018-07031. Concomitant medical products: stemmed tibial component precoat size 6, catalog#: 00598004702, lot#: 63628832. Unknown nexgen femoral ,catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total knee arthroplasty. Subsequently, the wound oozed blood and there were signs of joint cavity effusion. Debridement and suturing were performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No additional information received.